Event description:
A malfunction alarm with code malf 16 was reported, and there was no adverse impact on the customer's blood glucose level. The pump could not be reset, and the customer was informed that the pump would be replaced by technical support, as the pump was still under warranty. The customer was instructed to use multiple daily injections as a backup therapy and was guided on how to put the pump into storage mode before returning it.